Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. Reportedly, device erosion has occurred due to the abscess of the pocket part associated with the replacement procedure and the compression on the pocket of the device. The patient was treated with intravenous antibiotics. Furthermore, the s-ICD, which is larger than other devices, was implanted in a relatively small-sized man, and it is thought that this put pressure on the skin, resulting in exposure of the device body and causing the infection. There were no additional adverse patient effects reported. The s-ICD was explanted.